Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure the helix of the right atrial lead extended and retracted on its own. The lead was replaced and the patient did not experience any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: previous report should have been (B)(4) 2019.